Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. After the sensor was inserted, the patient noticed her cgm readings were much higher than her fingerstick checks. The cgm showed around 150 mg/dl, while fingerstick blood glucose (fsbg) test were in the 60¿s mg/dl and sometimes the 40¿s mg/dl. She tried calibrating the sensor, but it continued to give falsely high readings and was jumpy and erratic. While at work, she felt symptomatic for hypoglycemia and experienced shakiness and lethargy. Because her dexcom was connected to her tandem t:slim x2 insulin pump in closed-loop mode, the pump delivered extra insulin based on the incorrect readings, causing repeated lows. She had about four low blood sugar episodes over roughly four hours. Her partner took her to the ER, where her fs bg was 48 mg/dl, but her cgm still showed about 120 mg/dl. In the ER, she was treated with carbs and was administered IV dextrose and stayed under observation for 7¿8 hours. She disconnected her insulin pump, her glucose stabilized, and she was discharged feeling well. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.